Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "dr (B)(6) was fusing from l2-l4. Screws were placed at each level. Rods were introduced and blockers were being placed. A persuader was needed to persuade an 80mm rad rod into the tulip head. A blocker was placed through the persuader. The persuader was removed and the construct was being distracted. The lower screw was being tightened and the blocker stripped. The blocker was removed and upon inspection a thread on the blocker had broken. A new set screw was used and the construct was distracted and final tighten without further issues. There was no adverse effects to the pt."